Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-02281, #3005099803-2013-02282, and #3005099803-2013-02283 for a description of the other devices. This report is for the fourth device. It was reported to boston scientific corporation that an interject injection therapy needle device was intended for use during a procedure performed on (B)(6) 2013. According to the complainant, during inspection the stock supply at the hospital, the nurse saw that the needle was sticking out of the sheath, while the needle was still in the packaging. After taking the device out of the packaging, the nurse attempted to retract the needle, but it would not go back completely into the sheath. This device was not used in the procedure. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The needle was retracted when received. No kinks were found on the working length. A tortuous test was performed on the device in two inch double loops. The needle extended and retracted without issue, when the inner hub was actuated. The reported failure mode could not be replicated during the investigation. The root cause for this complaint was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4) for the reported event of needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-02281, #3005099803-2013-02282, and #3005099803-2013-02283 for a description of the other devices. This report is for the fourth device. It was reported to boston scientific corporation that an interject injection therapy needle device was intended for use during a procedure performed on (B)(6) 2013. According to the complainant, during inspection the stock supply at the hospital, the nurse saw that the needle was sticking out of the sheath, while the needle was still in the packaging. After taking the device out of the packaging, the nurse attempted to retract the needle, but it would not go back completely into the sheath. This device was not used in the procedure. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.